Event description:
It was reported that via merlin.net transmission non-sustained rv oversensing episodes were observed. Further review of the strips, myopotential inhibition was noted. Patient will be scheduled for in-clinic check and perform isometrics. Programming changes were also recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.